Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease (periodontally predamanaged tooth #13), immediate implantation, inadequate bone quality/quantity, pain, mobility. Thin labial bone lamella is resorbed.